Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 265 mg/dl and moderate ketones. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and fluids. At the time of the report with tandem technical support, customer was still in the ER; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.